Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the device cut at all? => no. Were the staples that were fired into the tissue formed in the properly b formed shape? => not precise.

Event description:
It was reported that during a bowel procedure, there was an incomplete staple line. The first reload stapled only the half of the staple line. Buttressing material was used: the surgeon sutured before firing again with a second device. He felt forces higher when trying to open the device; he had to dismantle the device to remove it from the patient tissues. The surgeon used another like device to perform the procedure, which ended without further issue. There were no adverse consequences for the patient.